Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had a missing end cap sticker, a cracked end cap, a minor scratched lcd window, cracked battery tube threads, and a broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had tried to change the reservoir and it was just pushing insulin out. Customer was trying to prime the set and received a compromised force sensor system alarm. Customer stated that the pump was dropped in the past maybe 3 or 4 months ago but not recently. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.